Manufacturer narrative:
The product was not returned for analysis.  Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a saber balloon catheter was inserted and inflated at ten atmosphere (10 atm) and ruptured. Therefore, it was replaced with a new non cordis balloon catheter and the procedure was completed successfully. There was no reported patient injury. The target lesion was the iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100 % (cto). The device prep normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was clinically used and will not be returned for analysis. No other information was provided.

Manufacturer narrative:
It was reported that a saber balloon catheter was inserted and inflated at ten atmosphere (10 atm) and ruptured. Therefore, it was replaced with a new non cordis balloon catheter and the procedure was completed successfully. There was no reported patient injury. The target lesion was the iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100 %, chronic total occlusion (cto). The device prep normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. No other information was provided. The device was not returned for analysis. A device history record (DHR) review of lot 17454850 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (100% stenosis/cto) may have contributed to the reported event. The instructions for use (IFU) has been reviewed, and it states that balloon burst is a potential complication. According to the IFU, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.